Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
Material no.: 305270 batch no.: unknown (reported: 6324872) it was reported that during use of the bd integra¿ syringe w/ detachable needle the plunger would not depress all the way down. It was also reported that there was a metal piece on the plunger stopper. There was needle retraction failure. The consumer did not realize this was a retracting syringe the following information was provided by the initial reporter: item # 305270 lot # 6324872 exp date 2023-11-30 plunger would not depress all the way down. Wasted medication testosterone. Had to use another syringe to extract the medication. Consumer did not realize this was a retracting syringe. Thought the plunger stoppers metal piece was there in error.

Manufacturer narrative:
Investigation: one integra syringe in an opened blister pack from batch 8324872 (p/n 305270) was received and evaluated through a plastic bag due to the syringe being used. It was observed the scale markings were almost completely removed and the plunger rod was in the bottom out position consistent with normal retraction activation. Testosterone is a viscous fluid and it is possible that it may cause premature activation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Event description:
Material no.: 305270 batch no.: unknown (reported: 6324872). It was reported that during use of the bd integra¿ syringe w/ detachable needle the plunger would not depress all the way down. It was also reported that there was a metal piece on the plunger stopper. There was needle retraction failure. The consumer did not realize this was a retracting syringe the following information was provided by the initial reporter: item # 305270 lot # 6324872 exp date 2023-11-30 plunger would not depress all the way down. Wasted medication testosterone. Had to use another syringe to extract the medication. Consumer did not realize this was a retracting syringe. Thought the plunger stoppers metal piece was there in error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 305270, batch no.: unknown (reported: 6324872). It was reported that during use of the bd integra¿ syringe w/ detachable needle the plunger would not depress all the way down. It was also reported that there was a metal piece on the plunger stopper. There was needle retraction failure. The consumer did not realize this was a retracting syringe. The following information was provided by the initial reporter: item # 305270, lot # 6324872 exp date 2023-11-30 plunger would not depress all the way down. Wasted medication testosterone. Had to use another syringe to extract the medication. Consumer did not realize this was a retracting syringe. Thought the plunger stoppers metal piece was there in error.